Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). The item is not returned to olympus san jose for evaluation. Therefore, the exact cause of their reported experience could not be determined. Dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. In addition risk documentation review could not be performed because the reported phenomenon and failure mode could not be determined/confirmed. For this reason, the assessment could not be completed. A review of complaint trending reveals this complaint does not rise to an actionable level. Therefore, no additional action is required at this time. Olympus will continue to monitor complaints through regular trending activities.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The service center was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the patient experienced moderate bleeding. The generator stopped and displayed a check electrode and fluids error, both of which are correct. The surgeon was performing hemostasis when the error occurred. The generator settings were tp2180 des100 (preset). Another handpiece and generator was used to stop the bleeding and complete the procedure. No longer stay or additional procedures needed. The case was prolonged by approximately 5 minutes due to failed handpiece and changing over to another system.